Manufacturer narrative:
(B)(4). Product was returned. However, the device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Event description:
It was reported that a patient underwent a plif at l5 to s1. During surgery, the cage was inserted using an inserter. After confirmation of the cage size with a trial. At the time of inserter removal, the inserter was found to be broken. As a result of the incident, the surgical time was extended less than 15 minutes. The physician suspected "metal fatigue as possible cause for the incident". It was reported that there was no defect upon instrument inspection before use. It was additionally reported that the broken part was the tip of inserter trial cage remained inside the intervertebral disc (l5-s1) due to this incident. The physician additionally performed curettage of disc from the other side followed by intervertebral disc distraction with tlif distractor to remove the remaining trial cage. Eventually, the physician could remove the cage using forceps.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis :microscopic examination of the fracture identified a quasi-brittle fracture at the base of the thread of the inner shaft, with no in dication of torsion or fatigue; directional river lines and a shear lipare also noted. Additionally, the root of adjacent threads are cracked, with, and the threads are damaged, consistent with bend stress overload. The above observations are consistent with bend stress overload.